Event description:
It was reported that the patient had lost around 300 pounds and the pump was protruding 6 inches out of the body. The pump was jammed between the ribs and the pelvic bone, which was causing internal bruising. It was noted that big bruises had built up all the way around the pump. The health care professional had removed 4 60cc vials of yellow ¿poisonous¿ fluid from the pocket of where the pump was. It was noted that the medicine was becoming ¿toxic¿ in the patient¿s system, but the dose was not lowered. It was reported that the patient been in some serious accidents and had a couple of strokes and magnetic resonance imaging scans were needed. After the patient¿s car accident, saline was put in the pump. It was noted that the system was not being removed because the catheter was located ¿at the base of the brain stem.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID : 8709sc serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).